Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during prep, the stent of the 8.0mmx59mm omni elite stent delivery system (sds) was noted to be dislodged from the balloon before introduction into the sheath. The device was not used and there was no patient involvement. Another same size omni elite sds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported stent dislodgment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a cause for the reported stent dislodgment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.